Event description:
The customer called and reported a button was not responding on the insulin pump and she could not rewind it. Customer's blood glucose was 18 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected activation anomalies noted during testing. All buttons functioned properly. However, slight moisture damage was noted on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, broken battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.